Event description:
A report was received that the patient had an infection at the implant site. The physician suspected the infection to be probably related to the device. The patient was prescribed medication. No further information is available. This product is only ous approved but it is similar to approved us device.

Manufacturer narrative:
Additional suspect medical device components involved:model#: ons-2138-70(B) (4)model description: linear lead (phase iiia), 70cmmodel #: ons-3138-55(B) (4)model description: lead extension, 55 cm (phase iii)a review of manufacturing documentation of the implanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.a review of the sterilization documentation found the to be satisfactory.this is the final report. Product unavailable for analysis.